Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were jammed. The field service engineer (fse) found that the left slide bracket was broken and drawer 4.1 was sliding or rubbing on the top of drawer five module. The fse replaced the slide guide and then verified proper operation through the application. There was no delay in dispensing medication since the door opened and closed. This issue had been known by the customer during medication replenishment. The fse verified proper operation after completing the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was jammed.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.